Manufacturer narrative:
The returned product was assessed for functionality and met functional specifications. Additional testing supports that the misplacement of a battery can cause battery leakage.

Event description:
Customer contacted ameda, inc. On (B)(6) 2018 after using her purely yours breast pump with batteries at work. She reports that prior to the call, she installed batteries in the battery compartment and proceeded to pump. During pumping, she heard a sizzle sound, shut off the pump, opened the battery compartment and saw grey fluid leaking from the batteries onto the floor of the compartment. The battery fluid did not leak outside the compartment space. Customer denies coming in contact with the fluid and reports no burn or injury. A replacement purely yours pump was shipped overnight to the customer.